Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 1-3, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not complete the infusion within expected time and about half of the drug solution remained in the device. The issue was noticed during use. The drugs used were 390 mg bevacizumab, 130 mg irinotecan, 140 mg calcium levofolinate and 2.25g fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.